Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced lack of incorporation, mesh had detached on the right side, fibrosis of small bowel wall, mesh migration, recurrence, scar tissue, clear ascitic fluid in peritoneal cavity, small bowel obstruction, and adhesions between bowel/mesh. Post-operative treatment included revision surgery, removal of some mesh, release of bowel, and repair of hernia with mesh. It was noted post-operatively that 3 pro-tacks had gone through the bowel wall serosa and the small bowel had been tacked to the abdominal wall while fixing the mesh.